Manufacturer narrative:
Additional information was received that foreign material from the snare attachment strayed into the lcx. The foreign material was not removed. No additional adverse patient effects were reported. Updated data: a1: patient identifier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that the transcatheter bioprosthetic valve was implanted into a previous medtronic surgical valve. Updated data: a2 - age at event; a4 - patient weight; a5a - patient ethnicity; a5b - patient race; b7 - relevant history; b5 - event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-l, serial/lot #: (B)(4), UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed bioprosthetic valve, the first deployment attempt was deeper than the target position. The valve was recaptured and a second attempt to position the valve was not considered to be in a correct position. On the third attempt, the valve was fully released and echocardiogram showed mild paravalvular leak (pvl). During the full release, the valve dove towards the left ventricle (lv). An attempt was made to grab and rise the paddle of the lcc side with a snare, but it did not move at all. An attempt was also made to catch the ncc side with a snare, however, the paddle was unable to be caught. Either the snare (not confirmed) or the marker band of the catheter appeared to be next to the left circumflex coronary artery (lcx). Coronary angiography confirmed the device was not obstructing the artery but was implanted deep. The valve was left in place and a second valve was implanted valve-in-valve. Echocardiogram showed no aortic regurgitation (ar). No additional adverse patient effects were reported.